Event description:
The implant failed due to poor osseointegration. The implant was placed at #14 and removed after 8 months. Traditional 2 stage surgery. Prosthetics attachment (single). Cardiac disease. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.